Event description:
Patient reported obtaining back-to back blood glucose results of 246 mg/dl, 59 mg/dl, and 53 mg/dl, while using the suspect device. Patient indicated that, based on the lower values, he self-treated by eating honey. No injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.